Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was determined to be the drivetrain motor brake gap being too wide, and out of specification. As a result, the autopulse stopped functioning with a system error, as designed. During visual inspection, no physical damage was observed on the platform. The archive data review indicated system error user advisory (ua) 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" message displayed upon powering on, confirming the reported complaint. The brake gap inspection revealed that the drivetrain motor brake gap was too wide, and out of specification. The error was cleared using ap vision3 software and the brake gap was adjusted within the specification to address the reported complaint. The platform was re-evaluated through a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without fault or error. Following the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" error message upon powering up. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.